Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the transcatheter aortic valve implantation (tavi) procedure, a blood leak was noted at the valve of the introducer. The patient experienced low value of hemoglobin, but no intervention was performed. The procedure was completed with no patient consequences.